Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Device report received from synthes (B)(4) indicates that on occipital plate broke post operatively and was removed.